Event description:
The customer reported via phone call that they received a no delivery alarm during the fill tubing process. Customer also reported that they were pregnant. The customer's blood glucose was 109 mg/dl. Troubleshooting found insulin was able to exit with a push plunger, but there was resistance. Customer was advised to change their entire infusion set system, including their reservoir. Customer declined to change their reservoir. The customer later called back to report the no delivery alarm occurred again after a bolus delivery. Customer was also advised of an site/set occlusion or kinked/bent tubing. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.